Event description:
The device overinfused delivering 100ml of solution in 20 hours. The device contained 100ml of 0.25% bupivacaine hcl for a total fill volume of 100ml. Report states the pt experienced "numbness on the lower half of the body" however no medical intervention was required.